Event description:
Pt with a history of approximately 3 years status post total left hip replacement with a depuy asr cup, presented with increased pain and discomfort and symptomatology consistent with metal sensitivity. Pt subsequently underwent a revision of the left acetabular component. Post operative findings (excerpts): the capsule was thickened in nature and their posterior capsule from the 12 to 6 o'clock position had metal staining in a great pattern consistent with metal reactivity. The head was removed. There was no gross corrosion on the trunnion head interface or subsequently the back side of the cup. There was not evidence of loosing of the stem. The cup was identified. It was not grossly loose and we used explant system to remove the cup circumferentially. The cup was easily removed and there was evidence of only fibrous ingrowth on one area near the dome. There was no bony growth grossly behind the cup. There was no metal staining, but the capsule peripherally around the whole cup would stain. The pathologist wrote that there was enough synovial fluid for either test (cobalt and chromium).